Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Review of the logs did not find any errors that are related to the reported complaint. While it was indicated that the procedure was recorded, no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after the completion of an ion endoluminal lung biopsy procedure, the patient reported chest pain and as a result, a pneumothorax was identified on a post-procedure x-ray. A chest tube was placed to resolve the pneumothorax, and the patient reportedly recovered well. The size of the pneumothorax was 50% and the patient was discharged from the hospital on (B)(6) 2020.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, while the surgeon was biopsying the lower left lobe, he had some issues with the needle sheath extending. The issue allegedly occurred with multiple needles although the specific number was not provided. According to the surgeon, the tip bend radius of the catheter was not tight. Also, the surgeon mentioned that he caused a pneumothorax while taking trans-bronchial biopsies of the upper lobe target with a forceps instrument. The surgeon indicated that he does not believe any ion system malfunction occurred. There were no indications of the pneumothorax within the procedure. However, 20 minutes after the procedure, the patient reported chest pain and as a result, an x-ray was taken. The x-ray revealed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient reportedly recovered well. The patient was reportedly doing fine as of 16-dec-2020. On 23-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: the ion procedure was recorded on video. The needle issue with the sheath extending was likely unrelated to the pneumothorax. The surgeon did not have issues with the catheter/needle(s) while working in the upper lobe where the pneumothorax occurred. The surgeon did not know what specific forceps instrument was being used when the pneumothorax occurred. However, it was explained that only the cook captura biopsy forceps instrument are used within ion procedures. It was also verified that no malfunction of the forceps instrument occurred. The surgeon stated, "I believe the pneumothorax was related to the forceps biopsy and would have occurred with any bronchoscope modality." The size of the pneumothorax was 50% and the patient was discharged from the hospital on (B)(6) 2020.